Event description:
It was reported to philips by the customer that the touchscreen had dead spots and was unable to calibrate the touchscreen. Customer also reported that the top cover of unit is cracked. The customer reported that the unit was not in use on a patient. No patient or user harm noted. The investigation is ongoing.

Manufacturer narrative:
H10: device evaluation was performed by customer and reported that touchscreen had dead spots in it and he was unable to calibrate it. The customer also reported that top cover of unit is cracked. Remote service engineer (rse) provided customer with part identification for touchscreen and top cover. The customer took responsibility to repair the unit. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/21/2022, 10/05/2022 and 10/18/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.